Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was recharging normally with excellent recharge quality when all of a sudden, the controller appeared to come unpaired from the ins as it showed ¿set up for implant¿ screen. The rep reported that when this occurred, the patient experienced overstimulation but because they couldn¿t do anything with the controller, they experienced uncomfortable overstimulation for about 12 hours ¿ essentially until the ins depleted. The rep reported that the patient wasn¿t pressing any buttons on the controller when this occurred. The rep attempted to interrogate the ins with the tablet, but it was showing it was too low to deliver stimulation or enter a programming session. The patient didn¿t have their recharger with them, so the rep couldn¿t attempt to charge or repair the ins. It was reviewed to have the patient attempt repairing the controller to the ins when they had their recharger and to report if the issue occurred again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they weren¿t sure what the circumstances were that led to the controller unpairing and overstimulation. The patient stated that it lost charge and for 12 hours it overstimulated them and then it died. The patient took the battery out and left it unplugged for a few days and then started pushing buttons and the controller issue was resolved.